Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that the drill is dull. There was no harm for patient, operator or third party reported. There was no case involvement reported. No further information received.

Manufacturer narrative:
Complaint allegation is confirmed. One unpackaged ar-1406 cannulated headed reamer, 6 mm lot number: 022232 was received for investigation. Visual evaluation noted wear and tear on the device with slightly faded laser markings and discoloration observed throughout the device. It was further noted that there was damage to the tip of the device with scratches observed on the flute area of the device. The most likely cause for the reported failure can be attributed to wear and tear incurred from repeated use. Manufactured date: 26-aug-2022.